Manufacturer narrative:
Concomitant medical products: product ID 8709, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information was not provided. A catheter event was reported and confirmed. In the operating room, the connector piece was pulled off of the 8709, and it broke. An sc connector was added. The pump segment was 66 cm, the spinal segment: was 89 cm (8709) - 2 cm = 87 cm, the final volume was 0.337 ml. There were no reported symptoms.